Manufacturer narrative:
On 04/24/2017, the contact reported that the customer was discharged from the hospital on (B)(6) /2017 and that the hospitalization was not related to any pump issues. There was no permanent damage. The contact did not provide further information. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 530 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer went to the emergency room and was admitted to the hospital. The ketone level was large and was considered as borderline dangerous by a healthcare provider. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The cannula was not compromised. The contact stated that there was scar tissue in the area of the infusion set site. Tandem technical support advised the contact to discuss rotating the infusion set site location with a clinical diabetes specialist.